Event description:
On 27-mar-2026, it was reported by a sales representative via (B)(4) that a qty. 3 of ar-18800-04 t6, ao driver shafts had the tip break off. This was discovered during a procedure with no patient harm reported. Additional information provided 07-apr-2026: it was further reported that this was discovered during a standard 4th metatarsal orif procedure. The procedure was completed by opening a mini cfs and using drivers from the 2.0 caddy and a delay of approximately 10-15 minutes occurred while an alternative solution using the mini cfs drivers was identified. It is unknown whether additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.